Event description:
It was reported that the patient picked up the ilet from the charger and the device housing was split into two pieces, consistent with enclosure or screen bezel separation, while blood glucose remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention and no interruption reported in therapy beyond device replacement logistics. Investigation included troubleshooting with the user and arrangement for device replacement with instructions to sync data, shut down the device, return the original unit, and reinitiate start-up on the replacement paired with the dexcom g6 cgm. Investigation of this case revealed a mechanical housing failure of the ilet exterior components without associated alerts or alarms during use. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity or enclosure failure of the device housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.